Event description:
It was reported that on (B)(6) 2017, ¿the rocker arm moved. It turned around axis during procedure and navigation was false.¿ the device was in contact with the patient. There was no patient injury. The event led to the increase of the surgery time for 3 hours. Request for additional information was sent.

Manufacturer narrative:
Additional information received by the customer on 17oct2017, stating "not completely sure if the a3101(base unit) was used during this surgery. Integra has completed their internal investigation on october 11, 2017. Results: evaluation of returned device; when the locking mechanism is fully closed there is no movement at the swivel base/rocker arm. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/25/2015 to 09/25/2017 for this reported failure and or related to "rocker" "arm" and "move " for product ID;s a3059 shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the evaluation was unable to conclusively verify customer information as valid. When the locking mechanism is fully closed there is no movement at the swivel base/rocker arm. An in service is being recommended with focus to proper placement of the device in question.